Event description:
It was reported that the implantable pulse generator (ipg) tripped elective replacement indicator (eri) sooner than expected. The thresholds have steadily increased and the voltages are high and not capturing. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 457445 lead. (B)(4).